Manufacturer narrative:
The actual model number and catalog number is unknown. The complainant stated that it may be (B)(4).the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).device not returned by customer.

Event description:
Kimberly-clark received a report from the (B)(6) stating the endotracheal tube had a large leak which was noticeable on the tidal volumes setting of the ventilator. The minute volume setting dropped to zero and the patient was no longer triggering the ventilator. The endotracehal tube cuff was deflated and checked. The clinicians were unable to reinflate the cuff.no additional information was provided in regards to the patient's status.